Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies and lost sensor alerts. Customer stated that the sensor would read around 40 mg/dl and the insulin pump kept going into threshold suspend but his blood glucose would be around 130 mg/dl. Customer stopped using the sensor in november, 2014. Customer stated he could try a new sensor and call to troubleshoot if issue happens again.